Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the shape of staples were unformed and malformed. Dr. Commented there was no problem of the target tissue. No leak was occurred. The patient is stable. The customer felt higher force to fire than usual.

Event description:
It was reported that during an open total gastrectomy, no sound of cutting the washer was heard and the firing force was higher than expected at the firing. The staples were unformed. The device was used between the esophagus and the jejunum. The doctor commented that the device was fully closed and the red safety was properly released before the firing. The anastomosis site was cut and re-anastomosed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5846e. The analysis results found that the cdh25a device arrived with no apparent damage without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.